Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician was able to get the right ground resistance measurement after cleaning the thread adhesive residue on the screw threads on the o2 inlet fitting. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the ground resistance test. There was no patient involvement at the time the issue was discovered as the issue was found during a preventive maintenance (pm) service. No patient or user harm was reported. The customer called technical support to report that the device failed the ground resistance test during a preventive maintenance (pm) service. The remote service engineer (rse) provided the customer with the part number of the replacement oxygen (o2) fitting retention plate for repair. Device evaluation and repair are pending, and this investigation is ongoing.